Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. During the attempt to perform a simulated treatment, a blank display was encountered. The blank display was due to the inverter board which was found to have a failed transformer with burn damage. The damaged inverter board was replaced with a known good board to verify display functionality. The cycler was powered on and the display continued with proper function. There were no visual indications of dried fluid within the cassette compartment. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a liberty select cycler was black during a patient¿s peritoneal dialysis (pd) therapy. The peritoneal dialysis nurse (pdrn) reported that when they received the cycler there was a piece that was pushed out on the side of it. The pdrn reported that they pushed it back in and the cycler worked fine yesterday with a treatment completed on it. The pdrn stated that during an additional treatment the screen flickered and then went black. The cycler screen was unable to come back on. The pdrn turned the cycler off and on but it is not lighting up. The pdrn stated that the cycler sounded like it was working but nothing was on the screen. The patient was still connected and they knew it was at the end but they did not see anything. The patient¿s treatment was cancelled and it was reported that there was no effect on outcome. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.